Event description:
The caller reported that the pump's quick bolus/wake button was difficult to press, requiring multiple attempts to activate the screen. There was no adverse impact to the customer's blood glucose level. Customer support instructed the caller on different techniques to manage the issue, including removing the pump from its case and using specific pressure points to activate the button. Despite these efforts, the button remained difficult to use. Consequently, customer support decided to replace the pump, and in the meantime, the customer used an insulin pen as a backup.